Event description:
It was reported that during an un-specified procedure, the target lesion was post-dilated successfully; however, when the balloon and guide wire were removed, contrast was injected and air bubbles were seen inside the copilot valve. The angioplasty was completed, but several air bubbles remained in the patient. No treatment was necessary, and the patient did not have any adverse effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported leak/air being introduced into the device was not confirmed via returned device analysis. Based on visual and functional analysis of the returned device, there is no indication or a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.